Manufacturer narrative:
(B)(4). Batch # p94e6m. Investigation summary: the device received was returned with the tissue pad with no apparent damage. The device was connected to a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. The device was disassembled to inspect the internal components and no anomalies were found, related to the reported event. When the device was disassembled and it was found that there was a cracked internal component; the y-link. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that at some point in time the pad burned off. No additional information is available. No patient consequences were reported.